Event description:
The peritoneal catheter was revised due to pt complaint of a "stretched feeling" in the cervical region. When the doctor removed the catheter he found that it was caught at the cervical area. He tried to pull it out with a small amount of force and the catheter fractured, one portion of which remained in the neck. The doctor tried to remove the remaining piece of catheter by dissecting the affected cervical skin, but found that the catheter was adhered to the tissue, and had to be removed by dissection at several sites.